Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial exhibited mode switching due to noise oversensing. Programming changes were made and there were no patient consequences.